Event description:
Account reported they ran a cap survey crea. Sample and got a result of approximately 9 mg/dl. When they got the peer group results back the result was approximately 40 mg/dl. The repeated original sample got a result of about 40 mg/dl. There were no adverse events associated with this issue. The field service rep found the instrument had a sampling precision problem and repaired the instrument.